Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Additionally, the customer was overfilling the cartridge with insulin and did not remove residual air from the cartridge. The customer was educated on the proper load techniques. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.